Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that a cre balloon catheter was used during an egd (esophagogastroduodenoscopy) procedure performed three days prior to report. According to the complainant, during the procedure, the balloon burst prior to reaching maximum pressure. The procedure was completed with another cre balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.